Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a self-tapping locking screw would not lock to fix the matrixmandible dcp plate during a sagittal split ramus osteotomy on (B)(6) 2018. No surgical delay was reported. The procedure was completed successfully. This report is for one (1) ti matrixmandible 2x2h dcp pl 1.25mm thick. This is report 2 of 2 for (B)(4).

Event description:
Patient outcome reported as stable after the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If a device history record (DHR) review was conducted. Please note, this DHR review is for sterilization procedure only: part no.: 04.503.710s. Lot no.: l934792. Manufacturing location: selzach. Supplier: (B)(4). Release to warehouse date: 15.jun.2018. Expiry date: 01.jun.2028. Non-sterile 04.503.710 / h575943 was manufactured in us, monument 26-sep-2018 by: (B)(4). A DHR review was not performed. This part number was manufactured in elmira. Please reassign to elmira trauma DHR review team. Part mfg date: 12-mar-2018. Part exp. Date: n/a. Manufacturing location: depuy synthes: elmira. Lot number: h575943. Part number: 04.503.710. DHR record review: a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# h575943 of ti matricmandible 2x2h dcp pl 1.25mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: it is unknown if device was implanted during procedure. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.